Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm, 23" infusion set, with no observed leaks, no alarms indicating stopped insulin delivery, and no confirmatory fingerstick performed; troubleshooting and education were provided, including guidance to perform a set change and counseling on temporarily disconnecting the pump if administering a manual insulin injection. Symptoms included elevated blood glucose up to 383 mg/dl for a couple of hours without acute complications. Outcomes included no professional medical intervention and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device alarms or evident infusion set issues reported by the user, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.